Event description:
An issue was reported an unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. The customer declined a call back from technical support, and no additional information was received regarding the outcome of the event.